Event description:
A peritoneal dialysis patient has reported dialysis solution is leaking from the cassette and into the cycler . There is no report of patient ill effect. There is a sample for evaluation.